Manufacturer narrative:
Medical devices: (B)(4)- nim mainframe response 3.0, serial # (B)(4), lot # 66403800, manufactured date ¿ feb/25/2010, 510(k) # k083124, UDI # (B)(4). The nim patient interface (product # 8253200rf) was returned for analysis. Evaluation could not duplicate the reported event of no stimulation response. Evaluation found that the device failed the triboelectric immunity test and the p/I board was loose on channel 2 port. The cable was replaced. The device was repaired, tested to manufacturer product specifications and returned to the customer. The nim mainframe response (product # 8253001) was returned for analysis. Evaluation could not duplicate reported event of no stimulation response. Evaluation found that the feet were missing on the device, the feet were replaced. The software was upgraded to current specifications. The device was tested with the p/I cable and it passed all manufacturing specifications. There was no functional fault found with the device. The device was tested to manufacturer product specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that there was no stimulation response from the nim system. Biomedical engineer at the facility could not duplicate the issue of no stimulation response that was found during surgery. There was no patient impact.